Manufacturer narrative:
The impella device was disposed of by the staff and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 79-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease (cad). The patient was brought to the catheterization lab on iabp support with a plan to remove the iabp and proceed with impella cp insertion. Initial attempts to place the impella cp were unsuccessful due to a calcified stenosis in the left iliac artery. Access was obtained in the left femoral artery, and a 14 fr peel-away sheath was placed without difficulty. Angiography confirmed the left iliac stenosis. The iabp had been removed at this time, and a severe stenosis was also noted at the right femoral access site. The team proceeded with left-sided access for impella cp placement. A pigtail catheter was inserted through the 14 fr sheath, and left ventricular access was obtained using best practices. A 0.018 abiomed wire was advanced, the pigtail was removed, and the impella cp was loaded onto the wire. Despite appropriate technique, the device could not be advanced past the left iliac stenosis. Given the inability to safely position the impella cp, the decision was made to abort the placement and reinsert an iabp. A potential escalation to impella 5.5 was discussed; however, the decision was made to return the patient to the unit on iabp support. The patient¿s arterial vasculature was heavily calcified and stenotic, contributing to the inability to advance the device. The reported events include failure to advance, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
Corrected information has been provided in d1. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue is related to patient condition due to stenosis per clinical details.